Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was being charged a monthly fee and the pt thought it was a monthly fee for the stimulator. Pt said they were being charged for something they no longer used because their stimulator caused all of their problems. In (B)(6) 2021 pt started having pain and was trying to deal with it. The pain was off and on becoming more severe. Because of covid they tried to not go to the hospital and the 1st of may pt slept standing up and finally their son called an ambulance and immediately and it took the pt to the hospital in georgetown where pt was put in an induce coma since the pain was so severe. Pt came out of the coma then back in coma for 2 weeks. Within 6 months pt had 6 different surgeries. The original surgery was scraping infection and removing the ins. Pt had the ins explanted sometime between (B)(6) 2021 to (B)(6) 2021. Pt said the ins became infected and caused pt to be on their death bed but since then had been recovered and rebuilt in their back. Pt said one of the surgeries was they went in and scraped infections and pt got a hematoma; then they got back to repairing the pts back by putting in artificial bones. Pt was then discharged to a nursing home with therapy and the infection came back again so pt went back in and they had to scrape the infection again. Pt said the stimulator caused a lot of problems and that's where infections started around the stim and went to their back in spinal cord. The biggest impact is the ins became infected and moved to the lower part of their back then even after getting under control it went to the upper back. The whole back was artificial and pt had no normal bones even after having a bone healing device. Pt said they don't have any bones left there. The patient was redirected to their healthcare provider to further address the issue and to discuss about the pt being billed monthly. Ps provided pt with implanted doctor name.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device was removed completely as they developed a mercer infection around it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cause was not determined. Patient reported several new programs were added to stim; follow up on (B)(6) 2023.